Event description:
Olympus was informed that during an uncertain procedure, the probe of the subject device broke. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed tha the probe broke off. There was a scratch on the probe. This product is total inspection to ensure that the product is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since th surgeon activated the device while the probe had contact with something hard, like metal or hard tissue.